Event description:
A discordant immulite 2000 xpi toxoplasma igg was obtained on a patient sample with lot # 378. It is unknown whether the initial result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant toxoplasma igg result.

Manufacturer narrative:
Siemens is investigating the cause of the false positive result with lot # 378.

Manufacturer narrative:
The initial MDR 2432235-2012-00171 was filed on 5/24/2012. Additional information: (9/12/2013): siemens has investigated the incidence of false positive patient sample results obtained on the immulite toxoplasma igg assay and conducted two extensive patient sample studies. The investigation found that the results of the patient samples on the immulite instrument obtained between two different lots of reagent for the toxoplasma igg assay showed 99.6% agreement. A subsequent study between three different lots of reagent showed 100% agreement. Both studies have confirmed that the toxoplasma assay is meeting specificity claims.